Event description:
It was report that the customer was hospitalized with high bgs. The social worker indicated that the customer has been having problems with the pump for over a month. The customer or device was not available for troubleshooting. Instruct to have customer call back when customer is available to troubleshooting the pump.